Manufacturer narrative:
A medtronic representative, following-up at the site, reported the top of the navlock handle, silver cap, fell out. They did not abort navigation. Return requested. Replacement small straight ratcheting handle shipped to site (B)(4)2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report that, while in a spine procedure, the site found their small straight ratcheting handle was damaged. No further details regarding the damage, or how it occurred, were provided. A second ratcheting handle was brought in to use in continuing the procedure. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.